Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station failed to sync to server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had upgrade issue. A technical support specialist (tss) remoted into the device and observed it in an unknown state due to an upgrade synchronization failure. Further investigation confirmed the device does not exist on the new server and was previously deleted, indicating it was likely not in use prior to the upgrade; rut upgraded the device while it was already in an unknown state. The device will need to be re-staged on the new server by the upgrade team by re-adding it (same or new name), followed by synchronization and drawer configuration with the customer; the users were advised to follow up as no prior awareness of the device status was noted. The system functioned as intended after the technical support specialist investigated the device.